Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the pump explant was not a done for a device issue, it was delayed healing. The concern was the patient¿s body was rejecting the pump. The cause of the csf leak was determined to be puncture of dura at implantation. The actions and interventions taken to resolve the csf leak was a blood patch. No further complications were reported.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown dose and concentration via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the healthcare provider (hcp) used a "different hold" than on the previous pump. The caller stated that a leak occurred and the patient was having headaches. It was reported that the hcp wanted to do microdosing but the patient's pain was so bad and just got worse. A pump revision was performed and a smaller pump was placed on the right side of the patient. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.